Event description:
This lead was explanted (B)(6) 2012 due to infection. The procedure took place at (B)(6) hospital in (B)(6) , physician is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).